Manufacturer narrative:
H4 is unknown: this MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the pyxis enterprise server had gone down company-wide. A technical support specialist dialed into the system and found that only five stations under shore memorial hospital were operating under critical override, which had been manually set. The customer later confirmed that all systems were functioning properly and requested the ticket to be closed.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es pyxis enterprise server had gone down company wide. The customer stated that pharmacy staff at their location and regional medical group were unable to access the pyxis server, which caused delays in immediate patient care. There were no adverse events or injuries reported as a result of this incident.